Event description:
The customer reported the battery was unloading quickly. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.